Event description:
During a proximal femur tfn procedure, surgeon was inserting the first helical blade and was not satisfied with the length. Surgeon removed the blade and inserted the second blade. Surgeon removed the insertion handle from the nail and took ap/lateral x-rays of the proximal femur and the surgeon did not like the position of the lateral view. The surgeon indicated that the lateral view was to posterior at this time, he backed out the set screw with the screwdriver but not all the way out. He re-attached the insertion handle to the nail and set screw to remove the second helical blade. The surgeon then inserted a third helical blade but it was not advancing. The set screw was not all the way down and would not go through the nail. The set screw was deformed; a sliver of the metal of the nail was not biting, which was preventing the nail from going into the blade. The screw set did break into 2 pieces but did not fall into the patient. At this point, the surgeon removed the third helical blade and nail out of patient. On the back table, the surgeon tried to insert the nail into the helical and it still would not go through. The surgeon did not have a second nail or a shorter nail to use for this procedure. Surgeon decided to use competitor device to complete the procedure. The procedure was prolonged by 1 hour because of this incident. This is 1 of 4 reports for this event.

Manufacturer narrative:
(B)(4): a product development event evaluation was conducted. Based on examination of the returned part, the locking mechanism was in the locked position when attempting to insert the helical blade. The locking tab was bent as a result. The tip of the locking tab has sheared off. The tab bent and twisted slightly prior to shearing. A CAPA has been implemented to address this issue. The returned nail ((B)(4), lot#6955906) was manufactured in june 2012 prior to the CAPA implementation. (B)(4): placeholder.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. The device was received and the investigation is ongoing.